Event description:
The customer reported smoke coming from the upper right side of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). A co-worker then noticed that there were flames also coming from the same area of the instrument. The flames were contained to the card cage of the instrument and extinguished on their own. The customer powered down the instrument and contacted their facilities department. There was no report of injuries or erroneous results in connection with this event. The customer's facilities department stated that the laboratory was safe as both the flames and the smoke were no longer present. The laboratory's fire alarms did not activate and the fire department was not called. The customer had just finished changing the aspirate probes on the instrument as part of weekly maintenance and stated that the system was in the ready mode and the utility assay was disabled. The instrument was powered on while changing out the probes. Per the access 2 immunoassay system IFU (instructions for use) the customer is to power off the instrument prior to changing the aspirate probes.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument. The fse discovered that a bridge on the stepper motor driver board had blown. The fse replaced the affected board. In conclusion, the cause of the event was use error as the customer did not power off the instrument while replacing the aspirate probes. (B)(4).